Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient experienced fractured #28 and #29 teeth while wearing the aligners. Patient is also experiencing bite alignment issues and crowding of the interior teeth. Patient was seen by their dentist and advises patient to stop aligner treatment and be treated by a professional. Aligner treatment stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.